Manufacturer narrative:
(B)(4).

Event description:
Received a voluntary event report from the FDA- # mw5069251. The patient reported to have had visian icl surgery in the left eye on (B)(6) 2016. The patient reported to have flashes and bad shadow on the vision field. Retina exams were normal. Doctor could not explain cause of event. Rx meds: ofloxacin eye drops, prednisolone eye drops, ketorolac eye drops.